Manufacturer narrative:
One used device was received at service center for testing and investigation. The lot number of the device that was in use was unknown. The customer contact identified two possible lot number (plots). The two possible lot numbers are 45-300-4w and 50-252-4w. The sample was gravity primed with sterile water and no leaks were observed. The set was submerged under water and did show evidence of a leak between the proximal tubing and the distal integral clave of the 6" tail. The sample was examined under ultra violet light and an excess of solvent sealer in the joints between the proximal tubing and the distal clave was observed along with a small separation between the inside wall of the clave's arm and the outside wall of the tubing. The most probable cause for this event is that the operator did not inserted the tubing in the clave in the correct way during the manufacturing normal process. The lot history review was performed for both lot numbers to verify if there were other reports of this nature with the same batch. As a result, no additional complaints of the same nature were found. For batch 45-300-4w a total of one complaint (the one involved in this record) out of 34,515 manufactured units were found, and for batch 50-252-4w a total of one complaint (the one involved in this record) out of 19,875 manufactured units were found. This report represents all the information known by the reporter upon query by hospira personnel. Upon FDA request, this report is being submitted to report the correct MFR number.

Event description:
The device was returned to the manufacturing facility with a report from the customer contact that a leak occurred from a primary IV tubing set near the end of the tubing. This does not indicate a reportable malfunction. However, during verification testing at the manufacturing facility, it was noted that a small separation between the inside wall of the clave arm and the outside wall of the tubing was present.